Event description:
Literature was reviewed regarding risk factors for short and long-term great saphenous vein recanalization in patients treated with endovenous radiofrequency ablation. The time frame of this study was 2009 to 2018. The following medtronic devices were used: closurefast¿ catheter (medtronic inc., ca, us). Patient adverse events reported throughout follow-up period included: deep vein thrombosis (dvt): 5 occurrences (0.4%) . Paresthesia: 22 occurrences (1.7%). Thrombophlebitis: 12 occurrences (0.9%). Pigmentation: 45 occurrences (3.5%). Ecchymosis: 55 occurrences (4.2%). Edema: 20 occurrences (1.5%) gsv recanalization was reported throughout the 5 year follow-up. No deaths occurred in the study population. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Literature reference: doi: 10.1177/17085381211058587. A2: average age. A3a: majority sex. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.